Manufacturer narrative:
Patient is over (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the prongs on the clip bent. The bent clip released from the catheter and fell into the patient. The clip was not retrieved from the patient and was left to pass naturally. The procedure was completed using argon plasma coagulation. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.